Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, difficulty was encountered advancing the device over the guide wire into the vessel. The device was removed and a non-abbott device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned with all components in pre-deployed positions with the exception of the link that was slack. During testing, the sheath was dissected, which revealed excessive dried blood and/or other material occluding the sheath approximately two inches from the distal end. After cleaning the sheath, a guide wire could be fully inserted into either end of the sheath. Based on the findings, a root cause related to the device could not be determined since the device performed according to specification. The probable root cause for the reported difficulty advancing the device over the guide wire is due to a blood clot or other material. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because black marks was not resolved with troubleshooting.